Event description:
Litigation papers allege constant pain and suffering, lack of mobility, and elevated cobalt and chromium levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/27/2016 supplemental received. Date of revision and part and lot information has been received. Adding the femoral stem and taper sleeve to the complaint for the elevated ions.